Event description:
Report received of an unrequested bolus dose delivery. The pump was being tested in routine preventative maintenance testing and gave an unrequested bolus dose delivery when the patient pendant cable was touched. There was no reported adverse event with a pt prior to testing. The pump and the pt pendant cable will be returned for testing and investigation.